Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Unit was received with normal operating currents and no low battery alarm noted. Replace battery alarm, replace battery now alarm and power error confirmed in the long trace. Detail trace analysis confirmed the insulin pump alarmed replace battery, replace battery now and then alarmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (printed circuit board). After disconnecting and reconnecting the internal battery connector at printed circuit board. Insulin pump was monitored and functioned properly. Unit was received with scratched case and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed power error. The customer's blood glucose at the time of incident was 106 mg/dl. Customer stated he was calling back for the same pump power error which occurred again, which he did not complete trouble shooting for earlier. The customer was assisted with trouble shooting. The customer was advised the pump needs to be replaced. Recommended customer refer to back up plan per hcp instructions. The insulin pump will be returned for analysis.